Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure not visualized"), pelvic pain ("severe pain/pelvic pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrhagia)") in a 46-year-old female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, gravida ii, parity 2 (B)(6) 1991 and (B)(6) 1994 and c-section 1991 & 1994. Concurrent conditions included panic attacks, hypothyroidism, obesity and headache. Concomitant products included oral contraceptive nos since 2004 for contraception as well as armodafinil (nuvigil) from (B)(6) 2011, cyclobenzaprine since 2014, estradiol since (B)(6) 2017, fluoxetine from (B)(6) 2010 to (B)(6) 2011, levothyroxine since (B)(6) 2017, metoprolol since (B)(6) 2014, sumatriptan (imitrex) since (B)(6) 2017 and sumatriptan since 2012 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), skin irritation ("skin irritation"), rash ("rashes"), pruritus ("itching"), blister ("blister"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), onychoclasis ("brittle nails"), the first episode of fatigue ("worsening of fatigue"), weight fluctuation ("weight fluctuation"), migraine ("worsening of migraine headaches"), blood pressure fluctuation ("blood pressure fluctuation"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), constipation ("constipation"), anaemia ("anemia"), arthralgia ("joint aches"), vasculitis ("vasculitis"), hormone replacement therapy ("hormone replacement"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), heart rate increased ("high heart rate"), dysmenorrhoea ("dysmenorrhea (cramping),") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),) and surgery (d & c nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone replacement therapy, vaginal haemorrhage, headache, heart rate increased, dysmenorrhoea, the last episode of fatigue, weight increased and weight decreased outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, back pain, skin irritation, rash, pruritus, blister, dry skin, hair texture abnormal, onychoclasis, weight fluctuation, migraine, blood pressure fluctuation, depression, anxiety, constipation, anaemia, arthralgia and vasculitis had resolved. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, back pain, blister, blood pressure fluctuation, constipation, depression, device dislocation, dry skin, dysmenorrhoea, hair texture abnormal, headache, heart rate increased, hormone replacement therapy, menorrhagia, migraine, onychoclasis, pelvic pain, pruritus, rash, skin irritation, vaginal haemorrhage, vasculitis, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: upon release approximately two coils were seemed to be noted at the tubal opening. Attention was then drawn to the left fallopian tube where the essure device was also deployed. There was no coil visualized after placement of this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2000: total bilateral occlusion. On (B)(6) 2010: hysterosalpingogram: bilateral essure devices are identified with no evidence of fallopian tube opacification with contrast. On (B)(6) 2017: abdomen / kidney uterus bladder /flat plate: the urinary bladder is moderately distended. The essure coils are seen and these are located over the 2nd and 3rd sacral segments. If the uterus is somewhat enlarged, they may well be in normal expected position within the fallopian tubes. With 3d imaging, essure devices 10 frequently being identified. Impression: the essure devices are seen projected over the sacrum. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device dislocation. Most recent follow-up information incorporated above includes: on 27-feb-2018: medical record received. Event device dislocation added. Lab data updated. Historical & concomitant conditions are added. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure not visualized"), pelvic pain ("severe pain/pelvic pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrrhagia)") in a 46-year-old female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, gravida ii, parity 2 ((B)(6) 1991 and (B)(6) 1994) and c-section (1991 & 1994). Concurrent conditions included panic attacks, hypothyroidism, obesity and headache. Concomitant products included oral contraceptive nos since 2004 for contraception as well as armodafinil (nuvigil) from (B)(6) 2011, cyclobenzaprine since 2014, estradiol since (B)(6) 2017, fluoxetine from (B)(6) 2010 to (B)(6) 2011, levothyroxine since (B)(6) 2017, metoprolol since (B)(6) 2014, sumatriptan (imitrex) since (B)(6) 2017 and sumatriptan since 2012 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), skin irritation ("skin irritation"), rash ("rashes"), pruritus ("itching"), blister ("blister"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), onychoclasis ("brittle nails"), the first episode of fatigue ("worsening of fatigue"), weight fluctuation ("weight fluctuation"), migraine ("worsening of migraine headaches"), blood pressure fluctuation ("blood pressure fluctuation"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), constipation ("constipation"), anaemia ("anemia"), arthralgia ("joint aches"), vasculitis ("vasculitis"), hormone replacement therapy ("hormone replacement"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), heart rate increased ("high heart rate"), dysmenorrhoea ("dysmenorrhea (cramping),") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy), and surgery (d & c nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone replacement therapy, vaginal haemorrhage, headache, heart rate increased, dysmenorrhoea, the last episode of fatigue, weight increased and weight decreased outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, back pain, skin irritation, rash, pruritus, blister, dry skin, hair texture abnormal, onychoclasis, weight fluctuation, migraine, blood pressure fluctuation, depression, anxiety, constipation, anaemia, arthralgia and vasculitis had resolved. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, back pain, blister, blood pressure fluctuation, constipation, depression, device dislocation, dry skin, dysmenorrhoea, hair texture abnormal, headache, heart rate increased, hormone replacement therapy, menorrhagia, migraine, onychoclasis, pelvic pain, pruritus, rash, skin irritation, vaginal haemorrhage, vasculitis, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: upon release approximately two coils were seemed to be noted at the tubal opening. Attention was then drawn to the left fallopian tube where the essure device was also deployed. There was no coil visualized after placement of this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2000: total bilateral occlusion (B)(6) 2010: hysterosalpingogram: bilateral essure devices are identified with no evidence of fallopian tube opacification with contrast. (B)(6) 2017:abdomen / kidney uterus bladder /flat plate: the urinary bladder is moderately distended. The essure coils are seen and these are located over the 2nd and 3rd sacral segments. If the uterus is somewhat enlarged, they may well be in normal expected position within the fallopian tubes. With 3d imaging, essure devices 10 frequently being identified. Impression: the essure devices are seen projected over the sacrum. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device dislocation . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure not visualized"), pelvic pain ("severe pain/pelvic pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrrhagia)") in a 46-year-old female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, gravida ii, parity 2 (23sep1991 and 28dec1994), c-section (1991 & 1994) and migraine. Concurrent conditions included panic attacks, hypothyroidism, obesity and headache. Concomitant products included oral contraceptive nos since 2004 for contraception as well as armodafinil (nuvigil) from (B)(6) 2011 to (B)(6) 2011, cyclobenzaprine since 2014, estradiol since (B)(6) 2017, fluoxetine from (B)(6) 2010 to (B)(6) 2011, levothyroxine since (B)(6) 2017, metoprolol since (B)(6) 2014, sumatriptan (imitrex) since (B)(6) 2017 and sumatriptan since 2012 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced the first episode of fatigue ("worsening of fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), skin irritation ("skin irritation"), rash ("rashes/rashes down left and right arm"), pruritus ("itching"), blister ("blister"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), onychoclasis ("brittle nails"), weight fluctuation ("weight fluctuation"), migraine ("worsening of migraine headaches"), blood pressure fluctuation ("blood pressure fluctuation"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), constipation ("constipation"), anaemia ("anemia"), arthralgia ("joint aches"), vasculitis ("vasculitis"), hormone replacement therapy ("hormone replacement"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), heart rate increased ("high heart rate"), dysmenorrhoea ("dysmenorrhea (cramping),"), the second episode of fatigue ("fatigue"), sleep apnoea syndrome ("sleep apnea") and mental disorder ("psychological or psychatric problems condition :"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy/), surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),) and surgery (d & c nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone replacement therapy, vaginal haemorrhage, headache, heart rate increased, dysmenorrhoea, the last episode of fatigue, weight increased, weight decreased, sleep apnoea syndrome and mental disorder outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, back pain, skin irritation, rash, pruritus, blister, dry skin, hair texture abnormal, onychoclasis, weight fluctuation, migraine, blood pressure fluctuation, depression, anxiety, constipation, anaemia, arthralgia and vasculitis had resolved. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, back pain, blister, blood pressure fluctuation, constipation, depression, device dislocation, dry skin, dysmenorrhoea, hair texture abnormal, headache, heart rate increased, hormone replacement therapy, menorrhagia, mental disorder, migraine, onychoclasis, pelvic pain, pruritus, rash, skin irritation, sleep apnoea syndrome, vaginal haemorrhage, vasculitis, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: upon release approximately two coils were seemed to be noted at the tubal opening. Attention was then drawn to the left fallopian tube where the essure device was also deployed. There was no coil visualized after placement of this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2000: total bilateral occlusion; on (B)(6) 2010: full occlusion of fallopian tubes (B)(6) 2010: hysterosalpingogram: bilateral essure devices are identified with no evidence of fallopian tube opacification with contrast. (B)(6) 2017:abdomen / kidney uterus bladder /flat plate: the urinary bladder is moderately distended. The essure coils are seen and these are located over the 2nd and 3rd sacral segments. If the uterus is somewhat enlarged, they may well be in normal expected position within the fallopian tubes. With 3d imaging, essure devices 10 frequently being identified. Impression: the essure devices are seen projected over the sacrum. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2018: plaintiff fact sheet received. Event psychological disorder nos was added. Product, patient & reporter information updated. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("left essure not visualized"), pelvic pain ("severe pain/pelvic pain / pain") and menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrrhagia)") in a 46-year-old female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, gravida ii, parity 2 ((B)(6) 1991 and (B)(6) 1994), c-section (1991 & 1994) and migraine. Concurrent conditions included panic attacks, hypothyroidism, obesity and headache. Concomitant products included oral contraceptive nos since 2004 for contraception as well as armodafinil (nuvigil) from october 2011 to december 2011, cyclobenzaprine since 2014, estradiol since (B)(6) 2017, fluoxetine from june 2010 to january 2011, levothyroxine since (B)(6) 2017, metoprolol since 1-jan-2014, sumatriptan (imitrex) since (B)(6) 2017 and sumatriptan since 2012 to june 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), skin irritation ("skin irritation"), rash ("rashes/rashes down left and right arm"), pruritus ("itching"), blister ("blister"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), onychoclasis ("brittle nails"), the first episode of fatigue ("worsening of fatigue"), weight fluctuation ("weight fluctuation"), migraine ("worsening of migraine headaches"), blood pressure fluctuation ("blood pressure fluctuation"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), constipation ("constipation"), anaemia ("anemia"), arthralgia ("joint aches"), vasculitis ("vasculitis"), hormone replacement therapy ("hormone replacement"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), heart rate increased ("high heart rate"), dysmenorrhoea ("dysmenorrhea (cramping),"), the second episode of fatigue ("fatigue") and sleep apnoea syndrome ("sleep apnea"). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy with bilateral salpingectomy), surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),) and surgery (d & c nova sure ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, hormone replacement therapy, vaginal haemorrhage, headache, heart rate increased, dysmenorrhoea, the last episode of fatigue, weight increased, weight decreased and sleep apnoea syndrome outcome was unknown and the pelvic pain, menorrhagia, abdominal pain lower, back pain, skin irritation, rash, pruritus, blister, dry skin, hair texture abnormal, onychoclasis, weight fluctuation, migraine, blood pressure fluctuation, depression, anxiety, constipation, anaemia, arthralgia and vasculitis had resolved. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, back pain, blister, blood pressure fluctuation, constipation, depression, device dislocation, dry skin, dysmenorrhoea, hair texture abnormal, headache, heart rate increased, hormone replacement therapy, menorrhagia, migraine, onychoclasis, pelvic pain, pruritus, rash, skin irritation, sleep apnoea syndrome, vaginal haemorrhage, vasculitis, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: upon release approximately two coils were seemed to be noted at the tubal opening. Attention was then drawn to the left fallopian tube where the essure device was also deployed. There was no coil visualized after placement of this. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2000: total bilateral occlusion; on (B)(6) 2010: full occlusion of fallopian tubes (B)(6) 2010: hysterosalpingogram: bilateral essure devices are identified with no evidence of fallopian tube opacification with contrast. (B)(6) 2017:abdomen / kidney uterus bladder /flat plate: the urinary bladder is moderately distended. The essure coils are seen and these are located over the 2nd and 3rd sacral segments. If the uterus is somewhat enlarged, they may well be in normal expected position within the fallopian tubes. With 3d imaging, essure devices 10 frequently being identified. Impression: the essure devices are seen projected over the sacrum. ¿concerning the injuries reported in this case, the following one was described in patient¿s medical record: device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-jul-2018: plaintiff fact sheet received: reporters details added. Event added as sleep apnea. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pelvic pain / pain") in a (B)(6) year-old female patient who had essure (batch no. 674118) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included uterine dilation and curettage, gravida ii, parity 2 ((B)(6) 1991 and (B)(6) 1994) and c-section. Concurrent conditions included panic attacks, hypothyroidism and obesity. Concomitant products included oral contraceptive nos since 2004 for contraception as well as armodafinil (nuvigil) from (B)(6) 2011 to (B)(6) 2011, cyclobenzaprine since 2014, estradiol since (B)(6) 2017, fluoxetine from (B)(6) 2010 to (B)(6) 2011, levothyroxine since (B)(6) 2017, metoprolol since (B)(6) 2014, sumatriptan (imitrex) since (B)(6) 2017 and sumatriptan since 2012 to (B)(6) 2016. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced weight increased ("weight gain") and weight decreased ("weight loss"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy bleeding during menstruation / abnormal bleeding (menorrrhagia)"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain"), skin irritation ("skin irritation"), rash ("rashes"), pruritus ("itching"), blister ("blister"), dry skin ("dry skin"), hair texture abnormal ("dry hair"), onychoclasis ("brittle nails"), the first episode of fatigue ("worsening of fatigue"), weight fluctuation ("weight fluctuation"), migraine ("worsening of migraine headaches"), blood pressure fluctuation ("blood pressure fluctuation"), depression ("worsening of depression"), anxiety ("worsening of anxiety"), constipation ("constipation"), anaemia ("anemia"), arthralgia ("joint aches"), vasculitis ("vasculitis"), hormone replacement therapy ("hormone replacement"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), heart rate increased ("high heart rate"), dysmenorrhoea ("dysmenorrhea (cramping),") and the second episode of fatigue ("fatigue"). The patient was treated with surgery (hysterectomy and salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, back pain, skin irritation, rash, pruritus, blister, dry skin, hair texture abnormal, onychoclasis, weight fluctuation, migraine, blood pressure fluctuation, depression, anxiety, constipation, anaemia, arthralgia and vasculitis had resolved and the hormone replacement therapy, vaginal haemorrhage, heart rate increased, dysmenorrhoea, the last episode of fatigue, weight increased and weight decreased outcome was unknown. The reporter considered abdominal pain lower, anaemia, anxiety, arthralgia, back pain, blister, blood pressure fluctuation, constipation, depression, dry skin, dysmenorrhoea, hair texture abnormal, headache, heart rate increased, hormone replacement therapy, menorrhagia, migraine, onychoclasis, pelvic pain, pruritus, rash, skin irritation, vaginal haemorrhage, vasculitis, weight decreased, weight fluctuation, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2000: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received, reporter added,patient historical and concomitant condition added, lot number received, concomitant drug added, events added as follows:- hormone replacement therapy, vaginal haemorrhage, headache, heart rate increased, dysmenorrhoea, fatigue, weight increased, weight decreased. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/pelvic pain"), genital haemorrhage ("heavy bleeding during menstruation"), abdominal pain lower ("lower abdominal pain"), back pain ("back pain") and skin irritation ("skin irritation") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain, genital haemorrhage, abdominal pain lower, back pain, skin irritation, rash ("rashes"), pruritus ("itching"), blister ("blister") and dry skin ("dry skin"). The patient was treated with surgery (hysterectomy,bilateral salpingectomy and both fallopian tubes, and right ovary were all removed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower, back pain, skin irritation, rash,pruritus, blister, and dry skin , dry hair , brittle nails, worsening of fatigue worsening of migraine headaches(frequency and intensity), weight fluctuation, blood pressure fluctuation, worsening of depression, worsening of anxiety, constipation, anemia, joint aches, vasculitis had resolved. The reporter considered abdominal pain lower, back pain, blister, dry skin, genital haemorrhage, pelvic pain, pruritus, rash and skin irritation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed full occlusion fallopian tubes. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.